Manufacturer narrative:
Inadvertently used incorrect date. Correct date is july 3, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: inadvertently used incorrect date; therefore, changed to correct date of july 3, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Manufacturing location: supplier - (B)(4). Packaged by : (B)(4). Manufacturing date: 30-dec-2016. Part #: 03.114.001 lot#: h161606 (non-sterile) - 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates. Quantity: (B)(4). Inspection sheet for incoming final inspection (B)(4)rev: a & certificate of compliance received from avalign meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed as the drill sleeve couldn¿t be attached to a plate. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that reported that a lcp (locking compression plate) drill sleeve couldn¿t be attached to a plate. The surgeon didn¿t have a surgical plan but he checked for just in case. There was no patient involved. No patient or surgical involvement. Concomitant device: 1x unk plate this is report 2 of 2 for (B)(4).